Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the reported lcs complete fem cem r lg (product code 129401060, lot number vc7gx1015). Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: the investigation has been reopened due to the receipt of the above information pertaining to the patient's revision surgery. Depuy will notify the FDA of the results of the investigation once it has been completed.

Event description:
Update 26 oct 2016 - revision total knee replacement performed on (B)(6) 2016 for femoral component loosening, slight visual crack across one condyle of femoral component, with macroscopic metal debris staining.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient presented with pain and effusion of knee. During arthroscopic examination, femoral component was found to be cracked across lateral condyle. Revision surgery has not occurred as yet. Update 23 sept 2016 - cause of the fracture is not known. Patient started to experience pain and effusion approx. 6 months ago. No plan for patient to undergo revision surgery at this time, due to patients age. Fracture can be described as a hair line fracture on one side.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the reported lcs complete fem cem r lg (product code 129401060, lot number vc7gx1015). Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.